Manufacturer narrative:
The qa (quality assurance) investigation summary was received on (B)(4) 2012. Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer¿s comment: the benefit-risk relationship of the product is not affected by this report.

Event description:
Can hardly walk [gait disturbance], cannot sleep at night [poor quality sleep], cannot lie on her side [mobility decreased], all three synvisc injections given at once [device misuse], stiffness at injection site (knee) [joint stiffness], pain at injection site [injection site pain], swelling at injection site [injection site swelling]; liver problems [liver disorder]. Case description: spontaneous report was received on (B)(4) 2012, from an (B)(6) female pt, initials (B)(6). The pt¿s medical history was not provided. On (B)(6) 2011, the pt initiated treatment with synvisc injection, 2 ml, in left knee. The lot number for synvisc was not provided. It was reported that the pt took all three injections at one time. The pt complained that she could hardly walk and the injection site was stiff and swollen. She stated that the knee was not red or hot. She could not sleep at night and could not lie on her side, only on her back. The pt was recommended ice and heat by her hcp, but it did not help her. The pt experienced liver problems and could not take tylenol. In addition, she also experienced stiffness at injection site (knee), pain at injection site and swelling at injection site. It was reported that the pt ¿had a steroid shot and did a number on her¿. The action taken with synvisc treatment was not provided. The outcome for the events of ¿can hardly walk¿, ¿cannot sleep at night¿, ¿cannot lie on her side¿, stiffness at injection site (knee), pain at injection site, swelling at injection site and liver problems was not yet recovered. Concomitant medications were not provided. The intensity for the events of ¿can hardly walk¿, ¿cannot sleep at night¿, ¿cannot lie on her side¿, stiffness at injection site (knee), pain at injection site and swelling at injection site and liver problems was not provided.